Event description:
Registration form received indicating tricuspid insufficiency. Implant date was (B)(6) 2012 for implantable pulse generator and 2 competitor leads. Device set replaced with micra mcr781586s on feb 9, 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5155457.